Manufacturer narrative:
Device passed the displacement test, sleep current measurement, active current measurement and self test. No unexpected failed battery test, pump error 63 or battery alert noted during testing. However, pump error 63 was found in the formatted history file due to broken trace in u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer stated they were able to clear the alarm and able to complete rewind process. Customer also stated that insulin pump had low battery alarm and battery test failed alarm. Customer performed self test and it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.